Manufacturer narrative:
Approximate age of device ¿ 1 year, 10 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient came to the hospital due to feeling uncomfortable for several days. The patient reportedly had chest pain and problems with sleeping. A transesophageal echocardiogram showed a huge left ventricle with the septum shifted to the right side. During the echocardiogram, the pump speed was increased but improvement of the unloading of the left ventricle was not significantly noted. Other than the dilated left ventricle, it was reported that the echocardiogram did not reveal any additional issues. The patient's lab work showed that all values were within normal range. Review of the system controller log files did not find any atypical events with the exception of transient power spikes peaking to 9.4 watts on (B)(6) 2016. The pump powers subsequently have continued to come down to the 5 - 6 watt range. The patient was subsequently discharged and has been scheduled for a routine checkup in september. No further information was provided.

Manufacturer narrative:
A review of the submitted system controller log file revealed several low battery advisory alarms and a pump power elevation up to 9.4 watts; however, no hazard alarms were captured. A specific cause for the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on lvad support with no further issues reported. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.